Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sunday before going to the hospital, his blood glucose was very high. Customer did an infusion set change but his blood glucose did not get stable until late in the evening. Customer thinks there may have been a problem with the site. Customer stated that he woke up the next morning and the emergency medical services arrives to treat his blood glucose. Customer stated that his family called the paramedics because he was unresponsive. Customer had the following symptoms related to their high blood glucose: being unresponsive and lethargic. Customer stated that the sensor says 165 and he is stable. Customer treated only with the pump. Customer stated that he has not talked to his health care provider. Customer was hospitalized on monday morning a few weeks ago due to low blood glucose. Customer was treated and was able to leave after a couple of hours. Customer was wearing the pump at the time and declined troubleshooting.